Manufacturer narrative:
As reported an adhesion was found to the mesh which appeared to have caused or contributed to the obstruction. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesion formation is a known inherent risk of the procedure and is identified in the IFU as a possible complication. At this time the cause of the adhesion cannot be determined. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: it is alleged that on (B)(6) 2010 the patient was implanted with a bard ventrlex hernia patch for repair of an abdominal hernia. Approximately, five years later it is reported that the patient presented to the ER with vomiting and abdominal pain with a stop of intestinal transit. As reported, imaging confirmed a small intestinal obstruction. On (B)(6) 2015 it is reported that the patient underwent an exploratory laparotomy. It is reported that mesh adhesions were noted during the procedure and seem to be responsible for the obstruction. The mesh was removed.